Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states that one of the wheels spokes have broken at the hub of the wheel where it connects leaving it dangling.